Event description:
It was reported that follwing an initial treatment and re-treatment 28 days later with a urethral bulking implant, a patient had recurrent bladder infections. The patient was given demerol and versed during procedures. The patient was treated with antibiotics following both treatments. When the physician re-examined the patient, the implant material was still where it was supposed to be. The patient is being treated with electrical stimulation and heparin. The patient has had a positive urine culture although she is not symptomatic. Patient has overactive bladder system and cystitis, she has had 2 positive cultures and flare up of her incontinence. Injection details are as follows: treatment volume was 1ml both sides, stainless steel needle used, transurethral approach, rate of injection was 1cc over 1 1/2 minutes, needle held at injection site for 1 1/2 to 2 minutes, position of injection was 3 & 9 o' clock, needle was imbedded to shoulder, no blanching or blebing on the 1st injection but noted on the 2nd, no coaptation noted. Physician felt patient was a good candidate for tegress, patient had healthy, normal tissue elasticity, urethral tissue and mucosal lining.

Manufacturer narrative:
The lot number is unknown therefore no review of the device history record could be performed. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining. Baseline report previously provided.